Event description:
A nurse reports three cases of tass the first day post-op. This report is for the third patient. The current status of the patients is unknown. Additional information has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress. An ophthalmic industry task force headed by 5 drs was formed to help determine possible causes involved with the industry-wide increase in tass observations observed in march 2006. Following issuance of a final report from this committee in september 2006 stating that no specific product could be identified as a cause for tass, a special report was issued entitled, "recommended practices for cleaning and sterilizing intraocular surgical instruments" as a guidance to help prevent single-facility outbreaks related to contaminated/degraded instruments. This report mailed in to FDA on: 07/06/2007. The manufacturer internal reference number is: cc071226